Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the peel-away sheath was very hard to tear apart when the clinician was ready to remove it from the insertion site. They were able to peel the sheath with more force than normally used and the catheter was left in place. The patient was fine. There was no patient death or complications reported.